Event description:
Event description guidant received information that when reviewing a stored atrial tachy response (atr) episode in this implantable cardioverter defibrillator (ICD), the local guidant representative noted some atr fallback pacing with an intermittent loss of capture. The threshold measurements are currently stable and within normal limits and there is no loss of capture at the programmed settings.